Manufacturer narrative:
(B)(4). The customer reported that the device failed to power on. The device was evaluated locally by philips and the reported symptom was confirmed. The defibrillator was not fully connected to the power source in the ambulance. The device was not fully plugged in to its power source which resulted in the symptom. There was no malfunction.

Event description:
The customer reported that the device failed to power on.